Manufacturer narrative:
The device was received for evaluation. During evaluation, the device direction of flow label was missing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be direction of flow label which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the direction of flow label was missing. No additional information is available.